Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(40. Concomitant medical products: c174awk implantable cardioverter defibrillator (ICD): implanted: (B)(6) 2007. 419378 implantable pacing lead: implanted: (B)(6) 2003.

Event description:
It was reported that the patient was hospitalized due to a systemic infection. The device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.